Event description:
This report is being filed after the subsequent review of the following literature article, van heerwaarden, r., wymenga, a., freiling, d. And lobenhoffer, p. (2007). Distal medial closed wedge varus femur osteotomy stabilized with the tomofix plate fixator. Oper tech orthop, 17, 12-21. A new surgical technique was described to treat lateral osteoarthritis or valgus misalignment using an incomplete closing wedge osteotomy and fixed with synthes¿ device, tomofix. The authors reported the preoperative preparation, surgical technique, postoperative treatment and first results. A total of 59 procedures were performed with mean patient age 37.5 years (range: 17-79.57 years). Two patients required secondary bone grafting and reosteosysnthesis. There was one infection which healed after revision and one hematoma requiring evacuation. This is report 1 of 1 for (B)(4). This report is for an unknown tomofix construct.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tomofix construct / unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.